Event description:
A caller reported experiencing two types of alarms, specifically alarm 2 followed by alarm 26, related to an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through steps to address the occlusion, including disconnecting and adjusting the tubing and delivering a bolus, although the alarm recurred. Ultimately, the customer changed pump supplies to address the issue.